Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the level sensor pad was easy to peel-off. The level sensor continued reporting an alarm. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.